Event description:
It was reported that the patient developed respiratory failure on (B)(6) 2022. The patient was intubated for four days. The respiratory failure was possibly related to the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively established through this evaluation. The hospital was contacted for additional information but would not provide any further information related to the event. The patient remains ongoing on the hm 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications.\ the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU, ¿introduction¿, lists adverse events that may be associated with the use of hm 3 lvas, including respiratory failure. No further information was provided. The manufacturer is closing the file on this event.